Manufacturer narrative:
Device is a product combination. Synergy ii us mr 2.50 x 16 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent with stent struts bunched and pulled distally. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-jan-2019. It was reported that crossing difficulty was encountered. The target lesion was located in the highly calcified left anterior descending artery. A 2.50 x 16mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.